Event description:
New information received indicated that new episode of post-paced t-wave oversensing was observed. Programming changes were recommended. The patient will continue to be monitored remotely.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing on the ventricular lead was noted on a real-time egm. Programming changes were made. The patient is stable.